Manufacturer narrative:
An event regarding an unclear issue involving an acetabular reamer handle was reported. The event was not confirmed. Method & results: device evaluation and results: visual and functional inspection of the returned device could not identify a device specific failure mode. Medical records received and evaluation: not performed as it was reported there was no patient impact. Device history review: there were no reported discrepancies. Complaint history review: not performed as a device specific failure mode was not identified. Conclusions: the event could not be confirmed nor any device-specific failure mode identified of the returned handle. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It is reported by nurse of the hospital that during a surgery procedure the reamer handle twisted. A replacement was available to complete the surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It is reported by nurse of the hospital that during a surgery procedure the reamer handle twisted. A replacement was available to complete the surgery.